Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the end of the line" of the solution administration set appeared "distorted". This was observed when removing cap after priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of retention samples confirmed that the units met specifications. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: replace 4114 with 10, 3221 with 114. H10: the actual device was not available; however, a photograph of the actual device was provided for evaluation. A visual inspection of the photograph was performed which observed a missing chamber. Due to the nature of the sample, no additional testing could be performed. The distorted end of the line (rotating cuff) was not verified through photo inspection, however a missing chamber was verified. The cause of the missing chamber could not be determined. Should additional relevant information become available, a supplemental report will be submitted.